Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported lock up failure. Physio confirmed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported failure could not be determined.

Event description:
Following a coin cell battery replacement, it was reported that the device locked up and was inoperable. There was no pt use associated with the event.